Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Review of the event history log found no evidence of the reported complaint. Device underwent functional testing, confirming the reported problem regarding error 46011. The fault for this error code calls for a reload of software; problem source however has been determined to service and repair related.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarming error 46011. No adverse patient events reported.

Manufacturer narrative:
Other, other text: additional information was received stating no patient involved.

Event description:
Oracle ro 1070990 error 46011. Additional information received by smiths medical on 23-jun-2020 attached in complaint object: no patient involvement.